Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation; however, upon the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3×220 coyote balloon catheter. No patient complications were reported and the patient's status was good.